Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after attempting to reload a cartridge. Customer's pump was in storage mode due to normal battery depletion. The customer did not know how much insulin was left in the cartridge and decided to load a new cartridge to resolve the issue. Customer's blood glucose level was 281 mg/dl.